Event description:
Additional information was provided that the patient passed away the same day that the device was programmed to a mode other than monitor + therapy. An online obituary stated that the patient passed away peacefully. No other information was provided.

Event description:
Boston scientific received information that tachycardia therapy was programmed off in this cardiac resynchronization therapy defibrillator (crt-d) for an unknown reason. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.